Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. The device is not returning for evaluation as it was discarded by the account; therefore, a failure analysis of the complaint device cannot be completed. A review of the device record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was wasted due to being "damaged as implanted". Balance salt solution (bss) was used. This was the first case of the day, and the bss may still have been slightly cold. The lens was not positioned closer to the tip of the cartridge then normal. It was noted that the lens was scratched. There was patient contact, but no patient harm. The lens was removed and replaced. No medical or surgical intervention was required. The product was discarded. No further information was provided.